Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic, calibration was out, and once head and neck were removed the rpms were good and the spring seal was replaced to fix the rpms and bearing replaced to tighten the torque on the thickness control lever and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the graft was inconsistent. There was no delay, no variance, no harm, and no additional information. No adverse events were reported as a result of this malfunction.